Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was failed, and pockets were unable to detect on the communication bus. The customer reported that the malfunction caused a delay in dispensing medication to patients, and it impacted insulin removals for a patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was failed, and pockets were unable to detect on the communication bus. The customer reported that the malfunction caused a delay in dispensing medication to patients, and it impacted insulin removals for a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 was not detected in bus and cubie pockets not detected. A field service engineer removed all cubies and disconnected the row boards. The row board cable and all drawer controller board cables were reseated. The row boards and cubie pockets were then reinstalled. After completing these steps, the user was able to successfully access the drawer and cubie pockets through the carefusion application without encountering any errors or issues. The system functioned as intended after the field service engineer repaired the device.